Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank screen. The blood glucose level was unknown. The product will return for the analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronic board stack. Unable to perform self test, off no power test, unexpected restart error test, displacement test or current measurements due to blank display. Unable to verify black display anomalies due to blank display. Device received with moisture damage on motor assembly and moisture damage on force sensor resistor.